Manufacturer narrative:
The patient's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer's wife stated they received questionable results from coaguchek xs meter serial number (B)(4). The result at 8:11 am was 2.2 inr and the result at 8:13 am was 1.6 inr. There was no allegation of an adverse event. The therapeutic range is 2.0-3.0 inr. The customer was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitor, no other illness, and no symptoms of bleeding or bruising. The customer had been on antibiotics for cellulitis and recently had two rounds of keflex. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.